Event description:
The pt reported he has been experiencing elevated blood glucose readings of up to over 500mg/dl. He requested assistance in checking his bolus history on his insulin infusion device. To troubleshoot, the pt was instructed to put his device in the stop mode and check his bolus history. He stated, "I think this morning I did something wrong. I used the up/down buttons to program my bolus and I wasn't holding it in long enough." The proper procedure to program a quick bolus was reviewed with the pt. On follow up with the pt, he stated his blood glucose levels are within his normal range and he has correctly administered his boluses. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.